Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7075997/7076009.

Event description:
It was reported that the patient underwent an explant procedure due to infection. The explanted ipg and leads were not returned. No further information has been obtained despite good faith efforts.